Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The customer reported an elevated blood glucose (bg) level of 298 (mg/dl) but stated they would not address their bg levels. Customer declined troubleshooting with tandem technical support or to obtain any back up insulin therapy.